Manufacturer narrative:
Product ID: 8780, lot# 0212306476, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) following a patient meeting on (B)(6) 2018 indicated the patient had no compliant regarding the implantable infusion pump. The patient was not receiving benefit from either stimulation devices (see related event pe (B)(6)). The patient was looking forward to the next refill session, but was determined to explant both pain stimulators shortly. The issue was considered ongoing, as the patient was currently still in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported that MRI compatibility guidelines were requested. The MRI procedure was due to a problem with the device or therapy. It was generally related to the device as the patient had ongoing pain issues that included readmissions to the hospital. The event date was noted to be ¿2-3 years ago¿ (from (B)(6) 2018). No further complications were reported.

Manufacturer narrative:
Report submitted to update codes for imdrf harmonization. (B)(4). If information is provided in the future, a supplemental report will be issued.